Event description:
It was reported that the device stopped intermittently and restarted during testing. No patient involvement was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. With gas supplied to input, turned switch to ventilate and there is constant flow out of the patient port with no timing. Replaced faulty input manifold kit. The cause of the reported problem could not be determined.